Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. Unit had cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 221 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump act button was sticking. Customer's parent also reported crack on the insulin ; pump reservoir compartment. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.